Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) in a clinical study reported a patient presented at urgent care with hematuria and vaginal discomfort. On 2016-dec-21 lab testing confirmed abnormal-mixed flora and a urinary tract infection was noted. The patient was given macrobid 100mg, 2 times a day for 7 days, and diflucan 150mg, 1 dose. The uti was noted to possibly be related to the device or therapy and not related to the procedure. The issue was resolved without sequelae on 2016-dec-28. No further complications were reported.

Manufacturer narrative:
Additional information was received and reviewed and it was determined that the report of the adverse events were not related to the device, therapy, or procedure. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4) is no longer applicable to this event. (B)(4) are no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.